Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient is currently admitted for a chronic driveline infection. Wound vac to driveline site in place. Incision and drainage (I/d) was performed during the patient's stay.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported chronic driveline infection could not be conclusively determined. The instructions for use lists driveline infection as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that the patient was seen in the clinic on (B)(6) 2014 and was reportedly doing well. It was determined during his hospital stay for a driveline infection in (B)(6) 2014 that his exit site was infected with (B)(6) and stenotrophomonas. The patient underwent two incision and drainage procedures during his stay and a wound vac placement to the exit site area. The patient was sent home with the wound vac, and placed on a 6 week course of IV rocephin and bactrim. He was followed by the infectious disease service. The wound vac was still in place as of (B)(6) 2014. The patient was scheduled for a vad clinic visit in early (B)(6) 2014. It was reported that the lvad has continued to function appropriately and the patient's parameters have remained stable. As of (B)(6) 2015, no additional reports have been received.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.